Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the poppet valve for the solenoid was defective. Additional malfunctions include the sieve beds being saturated.